Manufacturer narrative:
Review of the provided files did not permit to find traces of freeze on the session with implant (B)(6). However, there is a gap between 16h20 and 16h25 and we can see that the quit session was launched twice, as the first try did not succeed. Egm tests were also launched without success. On the files there are traces showing that the cpr4 head has been removed and added multiple times, which explain why the user needed to reinterrogate the device to be able to quit the session. The most probable hypothesis is that the cpr4 head was not properly plugged or has a short circuit issue on the cable leading to connection loss. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 18-august-2025, during a sensing follow-up test, aida was interrogated. The programmer freeze entierely, the screen is unresponsive. Shuting down the tablet was possible and restart was perform. Additionnaly, the tablet start took a long time. Smartview 3.22.

Manufacturer narrative:
Analysis of the provided files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, during a sensing follow-up test, aida was interrogated. The programmer freeze entirely, the screen is unresponsive. Shutting down the tablet was possible and restart was perform. Additionally, the tablet start took a long time. Smartview 3.22.